Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. On (B)(6) 2023, the patient collapsed and passed out on his desk. The patient's girlfriend found the patient and reported that the cgm had a sensor error. A blood glucose value was taken but the patient did not provide a value. The patient regained consciousness on his own after an hour. When the patient woke up, they ate and felt find after eating. At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.